Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the rear location tab of the remb handswitch broke off the slip ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.